Event description:
On (B)(6) 2017, the lay user/patient¿s spouse contacted lifescan (lfs) (B)(4), alleging that the patient¿s onetouch verioflex meter was displaying an ¿error 4¿ message during testing. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged error message began to appear 2 and a half weeks prior to contacting lfs. It was not reported if the patient takes any medication to manage his diabetes or if he made any changes to his usual diabetes management routine when he was unable to obtain a reading due to the alleged issue. After the start of the alleged issue, the reporter claims the patient woke up 4 times in the middle of the night feeling ¿sweaty, hot and weak.¿ the reporter claimed the patient took food and drink as self-treatment for the symptoms. The reporter denied the patient used any other device to test his blood glucose. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time. The csr confirmed that the test strips were in good condition and the correct testing process was being followed. The csr noted the patient did not have testing supplies available to walk through a retest. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged product issue began. The subject meter could not be ruled out as a cause or contributor to the event.